Event description:
It was reported markers and pacing were not displayed during atrial sense testing at initial interrogation at implant. They appeared after the threshold testing was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.